Event description:
It was reported the programmer was slow and malfunctioning/ freezing. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event, however a system error found in the programmer error log confirms the phenomenon. Analysis also found a loose ECG (electrocardiogram) connector and the power cord bay door was missing. Concomitant product: product ID 229047, analyzer. (B)(4).